Event description:
N/a.

Manufacturer narrative:
H6 correction: problem code changed to "failure to cut." Internal complaint number: (B)(4). Analysis of production: (B)(4) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (B)(4) the review of the historical data indicates that no other similar complaint was reported for the same lot number and reported failure mode. Trend analysis: (B)(4) the overall 24 month product complaint trend data for the period sept-2019 through aug-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (B)(4) communication/interviews were performed to obtain all possible information. Device not returned: (B)(4) despite request and/ or customer indication that the device would be returned; however, no device was returned.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cutting but not sealing the branches during the branch ligation phase of the harvesting procedure. Multiple branches appeared to not seal properly. Kit was set aside and a new evh kit was opened to finish the case. The new evh kit performed as designed by sealing and cutting branches appropriately. Procedure was completed successfully with new evh kit. No delay of case. No harm to patient.